Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating at the end-of-service (eos) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented for a device change out procedure. It was suspected that the pacemaker exhibited premature discharge of battery. The pacemaker was explanted and replaced. During the procedure, it was noted that the right atrial (ra) lead exhibited an abrasion. The abrasion was repaired with medical adhesive and suture sleeve. The patient was in stable condition.